Event description:
It was reported that prior to starting a da vinci surgical procedure, the site experienced no video on their surgeon side console (ssc). With the assistance of the isi clinical sales representative (csr) onsite, the camera cable was changed, however, this resulted in a no power indication of the right camera control unit (ccu). The csr called an isi technical support engineer who advised the site to power cycle the ccu, however, no change occurred. The site then checked the power connection to the direct current (dc) adapter and power strip, as well as, swapped out the right camera cable going to ccu; however, no change was observed. The site then replaced the camera cable that had previously been working, which resulted in neither of the ccu's to powering on. The color bars were checked on both ccu units and neither could output. The patient was under anesthesia when the surgical staff made the decision to abort the planned procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Investigation conducted by the field service engineer concluded that the reported issues experienced by the customer were associated with the right and left camera control units (ccu), camera heads and camera cables. The ccu calibrates and adjusts the brightness levels of the video image from the two high magnification camera heads. The ccu then feeds the image through the video synchronizer to the surgeon's console and assistant monitor. The camera head produces three dimensional images to the da vinci vision system through right and left optical paths. The images are then acquired through separate optical channels of the endoscope and are directed to the camera head and processed independently. The system was repaired by replacing the right ccu, camera heads and camera cables. As of (B)(4), there have been no reported recurrences of the issue at this hospital.